Manufacturer narrative:
A3: female d4: UDI: (B)(4). Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes, and again all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, two distinct red lines at read time do indicate a positive result. Please note, a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported that on (B)(6) 2021, menopausal women that tested on the cardinal health rapid test hcg combo had weak lines in the test region (t) and a line in the control region appearing to be false positive results. The last quality control was run on (B)(6) 2021 and performed as expected. Although requested, no further information has been provided.